Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw.silver reciproc stopped during use. No injury occurred.

Manufacturer narrative:
Siroforce ticket no. 8001177795/sr15719: battery - defective. Foot starter - broken cable, defective. Motor bracket - broken, defective. Motor cable - defective. Furthermore, strong oxidation between micromotor, micromotor cable junction - parts cannot be disassembled for testing, defective. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.